Event description:
In 2009, the patient's daughter stated that an e4 occlusion error displayed on the infusion device while attempting a bolus of 6.0 units of insulin. She stated that this resulted in an elevated blood glucose reading. The patient changed the infusion set, the insulin cartridge, and the adapter and attempted to bolus again. The infusion device immediately displayed the e4 occlusion error. The patient began to not feel well and her blood glucose level was above 500 mg/dl. The patient replaced the battery in the infusion device one week ago. The patient was instructed to disconnect the infusion tubing from the infusion site and to prime the infusion device. The infusion device primed successfully with no occlusion errors. The used cannula was not bent or kinked. The patient was advised to choose a new infusion site and after doing so she was able to successfully deliver a bolus. The patient did not report any further issues with occlusions. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.